Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Post polymer fill of the aortic body stent graft, the patient experienced breathing problems with an allergic reaction and was successfully treated for an anaphylactic reaction per the devices IFU. Also an intraoperative type 1a endoleak was observed as only two rings of the ipsilateral leg of the main body filled with polymer. The type 1a endoleak was not resolved. No additional information was provided but has been requested. Additional information: no new information have been provided regarding an intervention or if the type 1a endoleak has been resolved.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical evaluation, the untreated intraoperative type 1a endoleak and the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU complaint due to a suspected polymer leak were unconfirmed with the medical images available for review. The intraoperative type 1a endoleak is related to the polymer leak, resulting in poor wall to wall apposition as only two rings of the ipsilateral leg of the main body filled with polymer and the proximal neck was off label (inner juxtarenal angle 78 degrees, centerline infrarenal angle 65 degrees) may have also contributed to this type 1a endoleak. The event is most likely device related as identified in field safety notice (fs-0012). The root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely cause associated with this event. The final patient status was reported as being monitored on 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Post polymer fill of the aortic body stent graft, the patient experienced breathing problems with an allergic reaction and was successfully treated for an anaphylactic reaction per the devices IFU. Also an intraoperative type 1a endoleak was observed as only two rings of the ipsilateral leg of the main body filled with polymer. The type 1a endoleak was not resolved. No additional information was provide but has been requested.